Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was perfomred and the insulin exited, however, the insulin pump did not pass the high-pressure test.